Event description:
It was reported that the dexcom g7 continuous glucose monitor was paired to the dexcom app but not to the ilet, resulting in signal loss to the ilet while cgm readings were previously displayed on the phone application. Symptoms included no reported clinical effects or physiological symptoms. Outcomes included no reported impact on health and no alerts or alarms from the ilet. Investigation included remote troubleshooting and user education, including toggling bluetooth, re-pairing the cgm connection to the ilet, and restarting the pump, with guidance to allow time for the pairing process. Investigation of this case revealed a communication or connectivity issue between the cgm and the ilet without evidence of device alarm activity or patient harm. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device connectivity disruption without device malfunction.